Event description:
It was reported through the heartline and medwatch mw5184991 that the patient had continuous low flow alarms, and that the low flow had been happening for 30 minutes. The patient was noted to have increased shortness of breath. The patient and caregiver exchanged their system controller, however there was no change in low flow alarm status occurred after the system controller exchange. The patient presented to the emergency department and system controller interrogation revealed the patient had been experiencing 2 hours of continuous low flow alarms reading 0.0 liters per minute (lpm). The patient's b-type natriuretic peptide (bnp) was noted to be normal. The center intended on performing labs, an echocardiogram (echo), a computed tomography angiogram (cta) scan, and a right heart catheterization (rhc). A previous cta in (B)(6) 2024 showed no signs of inflow or outflow obstruction. A previous echo from (B)(6) 2024 showed an ejection fraction of 20% with increased left ventricular end-diastolic diameter (lvedd) of 4.8 centimeters (cm). Log file review was requested which revealed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm on (B)(6) 2025 beginning around 01:35 am. The flow was then noted to have dropped from 1.9 lpm to 0.0 lpm followed by a driveline disconnect alarm indicative of a system controller exchange. The event log file also displayed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm on (B)(6) 2025 beginning at 02:09 am. The low flow was sustained at 0.0 lpm from 02:09 am until 4:12 am on the backup system controller. Based on the log files, thrombus or occlusion were considered as likely causes of the low flow alarms. There were no other unusual events recorded in the log file event history. A right heart catheterization was performed which was stable per the patient¿s baseline taken in (B)(6) 2025, though it was noted the patient's cardiac index was estimated at 1.30. The cause of the zero flow was determined to be due to a clear obstruction in the pump inlet. The patient was noted to have not had any changes in patient condition or anticoagulation status, nor had there been any recent changes to pump parameters. The patient was noted to have only had 2 low international normalized ratio (inr) indications since (B)(6) 2024. A cta was performed which showed 60-80% extrinsic outflow graft obstruction (eogo). Cta images showed no evidence of left ventricular assist device (lvad) inflow cannula obstruction. The outflow graft to the ascending aorta was patent but was noted to have severe stenosis proximally (estimated 60-80%, depth of 11 millimeters) with low hounsfield units (hu) material. The cta showed no definite thrombus or obstruction within the device itself. The patient began to have heart failure symptoms, including cardiogenic shock and was put on inotropes to treat the cardiogenic shock. The patient was urgently sent to the operating room first to remove the eogo and exchange the outflow graft, however this did not resolve the flow issues, and as a result an emergent pump exchange was performed, where the obstruction in the inflow was observed. It was noted that this procedure was complicated as the lvad was significantly adhered, as well as vasoplegia, blood loss, and innominate vein injury. The patient had minimal output in the chest tube. Central venous pressure (cvp) became elevated, and the patient's chest was left open. The pump inlet obstruction was noted as contributing to the patient's right heart failure and heart failure symptoms. After the pump exchange, the low flows resolved, and the inotropes were stopped. It was noted the patient then returned to the operating room for washout and chest closure. The patient had a complicated recovery period necessitating inpatient rehabilitation. The patient was discharged home at an unknown time in 2025.

Manufacturer narrative:
Additional codes: health effect - clinical codes: heart e06: low cardiac output e0613; heart e06: valvular stenosis e0622; vascular system e05: vascular dissection e0515. Health effect - impact code: rehabilitation f18. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the heartline that the patient had continuous low flow alarms, and that the low flow had been happening for 30 minutes. The patient was noted to be asymptomatic at the time. System controller interrogation revealed the patient had been experiencing 2 hours of continuous low flow alarms reading 0.0 liters per minute (lpm). The patient and caregiver exchanged their system controller, however there was no change in low flow alarm status occurred after the system controller exchange. The center intended on performing labs, an echocardiogram (echo), and a computed tomography angiogram (cta) scan. A previous cta in (B)(6) 2024 showed no signs of inflow or outflow obstruction. A previous echo from (B)(6) 2024 showed an ejection fraction of 20% with increased left ventricular end-diastolic diameter (lvedd) of 4.8 centimeters (cm). Log file review was requested which revealed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm on (B)(6) 2025 beginning around 01:35 am. The flow was then noted to have dropped from 1.9 lpm to 0.0 lpm followed by a driveline disconnect alarm indicative of a system controller exchange. The event log file also displayed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm on (B)(6) 2025 beginning at 02:09 am. The low flow was sustained at 0.0 lpm from 02:09 am until 4:12 am on the backup system controller. Based on the log files, thrombus or occlusion were considered as likely causes of the low flow alarms. There were no other unusual events recorded in the log file event history. A right heart catheterization was performed which was stable per the patient¿s baseline taken in (B)(6) 2025. The cause of the zero flow was determined to be due to a clear obstruction in the pump inlet. The patient was noted to have not had any changes in patient condition or anticoagulation status, nor had there been any recent changes to pump parameters. The patient was noted to have only had 2 low international normalized ratio (inr) indications since (B)(6) 2024. A cta was performed which showed 60-80% extrinsic outflow graft obstruction (eogo). Cta images showed no evidence of left ventricular assist device (lvad) inflow cannula obstruction. The outflow graft to the ascending aorta was patent but was noted to have severe stenosis proximally (estimated 60-80%, depth of 11 millimeters) with low hounsfield units (hu) material. The cta showed no definite thrombus or obstruction within the device itself. The patient began to have heart failure symptoms, including cardiogenic shock and was put on inotropes to treat the cardiogenic shock. The patient was sent to the operating room first to remove the eogo, however this did not resolve the flow issues, and as a result an emergent pump exchange was performed, where the obstruction in the inflow was observed. Pump inlet obstruction was noted as contributing to the patient's right heart failure and heart failure symptoms. After the pump exchange, the low flows resolved, and the inotropes were stopped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation and the submitted photos of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an ingested deposition. The reported extrinsic outflow graft obstruction (eogo) was confirmed through the submitted computed tomography (CT) image that captured compression of the outflow graft below the bend relief. (B)(6) was returned assembled with the pump cable severed approximately 3.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was not returned. Visual examination of the pump rotor and rotor well revealed a deposition partially occluding the vanes and fully occluding the eye of the rotor. This formation appeared consistent with an ingested deposition. The origin of this deposition could not be determined through this investigation. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The sealed outflow graft bend relief had been severed at its hardware and was returned properly engaged to the graft hardware. Approximately 1" of the sealed outflow graft was returned. Upon removal of the bend relief hardware, the outflow graft was free of distortion such as twists and kinks. The textured surface of the graft attachment revealed no evidence of developed or adhered depositions or thrombus formations. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. The remaining blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The sequence of events captured in the submitted and retrieved log files are also consistent with a deposition being ingested into the pump during support and then being turned off. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 lvas patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.